Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The device was not returned for evaluation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (respiratory failure and renal dysfunction), infection, cardiac arrhythmia, other neurologic events (not stroke-related), and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU (under "ongoing patient assessment and care") lists infection, arrhythmia, and neurological dysfunction as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient struggled post implant with respiratory failure that led to the patient being intubated on (B)(6) 2026, was extubated on (B)(6) 2026 and later reintubated on (B)(6) 2026 where a tracheostomy was performed. The patient had ventricular tachycardia on (B)(6) 2026 with implantable cardioverter defibrillator (ICD) shocks and shocks again on (B)(6) 2026. The patient also experienced an acute kidney injury with rise of creatinine from 2 to 5 with no required dialysis. A major setback post implant was severe and prolonged delirium and encephalopathy shortly after surgery. Neurological evaluation included multiple computed tomography (CT) scans, electroencephalograms (eegs) that showed encephalopathy without seizures and a lumbar puncture. Additionally, the patient's mental status fluctuated between agitation, hypoactive delirium, intermittent command following, and prolonged periods of non-purposeful movement. Despite extensive evaluation and treatment of infectious/metabolic contributors, meaningful neurologic recovery never occurred. The patient was transitioned to palliative care and passed away on (B)(6) 2026.